Event description:
Hologic field application specialist (fas) reported on behalf of customer that one sars-cov-2 tma run, (B)(4), using assay lot 290566 on panther instrument sn (B)(4) had two discrepant samples. The samples in question initially tested positive but repeated as negative the following day. The positive results were reported to the nurse administrator, but there was no mention of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues that could have contributed to incorrect test results. Hologic field application specialist (fas) onsite noted the customer was not removing caps according to recommendations for the uncapped workflow. Fas demonstrated the correct method and ensured customer was following the proper workflow procedures. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4), aptima sars-cov-2 (eua(B)(4), and aptima sars-cov-2/flu (eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.